Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by the user facility: 2 needlesticks occurred with staff- one with clean needle while trying to reattach the baseplate. One was with needle that had been accessed. It is reported that nurse stuck herself when trying to readjust the needle. It is unknown if the needle was clean or had already been used at the time of injury.